Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed system error 345 (thermistor disparity) during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'system error 345' was not reproduced. A review of the event history log (ehl) revealed occurrences of system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be faulty ultrasonic sensor, force sensor and tubing guide. The force sensor, ultrasonic sensor and tubing guide require replacement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.